Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and passed. A pairing test was performed and failed. The receiver case was opened for internal inspection and passed. A review of the downloaded receiver log confirmed the reported event of loss of connection. The root cause of loss of connection could not be determined because the complaint could not be replicated with the returned device.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was a loss of connection between the transmitter and the receiver. No additional patient or event information is available. No product or data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause cannot be determined.